Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was turning off intermittently. They stated that the pump did not alarm. Mmdg did follow up with the initial reporter who stated that the patient did not have any long term adverse effects due to the complaint. No other information was provided. [Complaint-(B)(4).].

Event description:
The initial reporter stated that the pump was turning off intermittently. They stated that the pump did not alarm. Mmdg did follow up with the initial reporter who stated that the patient did not have any long-term adverse effects due to the complaint. No other information was provided. [Complaint-(B)(4)].

Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmd for investigation, the battery did fail, however, the pump alarmed low battery as expected. This can be seen repeatedly in the pump history log as well. Based on this information, no MDR would have been required.